Event description:
A pt called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, service code 204) was confirmed. Upon investigation the electrode belt failed the current, fall-off, and therapy electrode recognition tests. The cause for the failure was isolated to open orange (+5v) and black (main batt) wires in the trunk cable connector. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wires. The patient received a replacement electrode belt.